Event description:
Customer claims to have had an ear pierced with the inverness ear piercing system on 10/3/97. She sought medical attention on 10/12/97 for an infection at the ear piercing site. On 10/13/97, she was admitted to the hosp and treated with IV-antibiotics. She was released on 10/17/97.